Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a gingiva graft procedure, the patient sutures popped out, they had to have the patient come back to put different sutures on. Pieces were retrieved and no patient was harmed.